Event description:
After following the prescribed surgical technique, the size 12 implant was found to be too large to implant and had to be removed using the corail extraction instruments. The surgeon expressed concern about the size differential between size 11 and 12. Surgery time was extended by about 20 minutes. Surgeon used another implant to complete the procedure. No other adverse consequences for the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once is has been completed.